Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported no auditory percepts at programming. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.